Event description:
A report was received that the patient developed a hematoma at the ipg site directly following permanent implant surgery. The physician revised the patient's pocket site by cleaning out the fluid and stopping the bleeding. The physician believes the hematoma was not related to the device. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.